Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent implanted into the right eye developed endophthalmitis roughly two weeks later and is being treated heavily with steroids. Device remains implanted.